Event description:
The customer received a blood glucose reading of 308 mg/dl from her breeze 2 meter and a reading of 147 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement strips were sent to the customer.